Event description:
Fire department personnel attached the device to a person diagnosed in cardiac arrest. The pt was described as obese with a significant amount of chest hair and dry skin. The chest hair was not removed prior to application of the electrodes. Three automated ECG analyses were performed. Each analysis resulted in a 'shock advised' decision. Each time the device advised a shock, the device alledgedly failed to charge and reverted back to the ready state. Paramedics arrived approximately 1 minute after the device was first connected to the pt and connected the disposable electrodes to their manual defibrillator and took over care and treatment of the pt. Shock and drug therapy were administered to the pt. The pt was delivered to the hosp and subsequently expired.